Event description:
It was reported that the caller believed there was a implantable cardioverter defibrillator (ICD) sensing issue, believed the device was "double counting". The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.